Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the tip of the long retaining sleeve broke off while the scrub nurse was attempting to screw it onto a matrix pedicle screw. The surgeon noted the breakage when he was placing the screw. The surgeon used x-ray and did not find the broken fragment in the patient. There was a minor 3 minute delay and no reported effect on the patient or surgical outcome. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Lot number 6698483.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.